Manufacturer narrative:
Corrections in d10/h3 the reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of issue ¿instrument - breakage during implantation¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. Due to the current covid-19 sanitary crisis, it was not possible to receive the product to the product assessment center for the time being. The investigation will be reassessed as soon as the product is received. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, looking at the event and the kind of failure and the damage, the most probable cause could be a misaligned forceful drilling, to an extent that the drill came in contact with the nail, it broke and deformed the inner sleeve as well (due to misalignment). A blunt drill bit due to long years of usage cannot be excluded as one of the contributors. A prior inspection of the drill and functional check of the targeting device may have avoided the failure. This is required as per IFU. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device return restricted due to pandemic.

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."

Manufacturer narrative:
Correction: refer to h3 (reason code). The reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of issue ¿instrument - breakage during implantation¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, looking at the event and the kind of failure and the damage, the most probable cause could be a misaligned forceful drilling, to an extent that the drill came in contact with the nail, it broke and deformed the inner sleeve as well (due to misalignment). A blunt drill bit due to long years of usage cannot be excluded as one of the contributors. A prior inspection of the drill and functional check of the targeting device may have avoided the failure. This is required as per IFU. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "while drilling in order to insert oblique screw, a drill interfered with nail. Drill got broken and the tip remained in bone. The tip was removed. Screw was inserted to another site and procedure was completed."